Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempt was made to gather thorough event information during complaint processing; no further information could be obtained. The guide wire was returned for evaluation. The tip segment of the returned guide wire was missing. Microscopic observation of the missing end revealed that the core wire was bent at a few spots and found fractured at approximately 4mm distal to the mid solder designed to be at 15mm from the tip. The coil wire was found stretched for approximately 5mm and then fractured. Proximal to the fracture end of the core wire, multiple circumferential cracks were observed. The fracture surface of the core wire was uneven. These finding indicated that repeated bending stress likely contributed to the core fracture. Necking was observed on the fracture end of the coil wire, indicating that tensile stress was likely attributed to the coil fracture. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the provided information and investigation outcome, it was presumed that repeated bending stress generated with wire manipulation was applied on the guide wire likely when the tip was being trapped by the calcified lesion. With the wire movement was being restricted, the stress led the core wire to from cracks and propagated to fracture. Stretching of the coil wire was likely attributed to tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the wire tip split in the moderately calcified lesion during a btk treatment.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.